Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had received unspecified alarms and motor errors. The customer's blood glucose level was 150 mg/dl. The customer also reported that her insulin pump had random no delivery alarms and the pump was rejecting new batteries. The customer declined troubleshooting. The insulin pump will not be returned for analysis.